Event description:
On (B)(6) 2012 the patient contacted animas alleging that insulin comes out of the back near the cartridge during the prime step. The patient did not give specifics, and the patient was unable to complete troubleshooting at the time of the initial call. Customer support has attempted to follow up for additional information and troubleshooting, but has been unable to reach the patient. There was no reported patient impact as a result of the alleged issue. This complaint is being reported due to the allegation of a possible cartridge leak, which can lead to under-delivery of insulin.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.